Manufacturer narrative:
The failure mode could not be determined, but the broken needle point condition can be caused by consistently passing the needle through challenging tissue (thick or calcified) or hitting bone. The buckled needle strip condition is typically caused by the device skiving under thick tissue or distorting distally under the jaw. The distal end of the nitinol point demonstrated minimal scrape marks, indicating the device was not fired excessively. The mating part (instrument) was not returned or identified. Confirmed the needle strip thickness and width dimensions to be within specification. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a rotator cuff procedure the surgeon ended up doing a double rip stop repair utilizing two swivelock anchors and two 5.5 triple play corkscrews. Therefore the procedure involved a lot of passing sutures through the cuff. Approximately half way through the procedure, while the surgeon was passing his tapes from the swivelocks it was discovered that the at-13995n needle tip had broken off. Roughly 30 passes of the needle had been made at that point. The rep who was present said there was one pass he noticed where the needle may have hit the acromion however it was quick and he cannot be sure. The tip was not removed from the joint and was left unretrieved. The remaining portion of the needle is available to be returned for evaluation.